Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of pain quality accepts the observations as to the reason for medical intervention. The contract manufacturer was notified of the reported complaint. A review of the complaint history database, non-conformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The contract manufacturer reviewed the DHR and stated specifications were met. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information provided by health (B)(6), the patient had a few years of intermittent pains in the pelvis, lower back but for a year it is constant and it extends to the pelvis, groin and right leg to the ankle. The patient was taking anti-inflammatories continuously for months.